Manufacturer narrative:
Additional information: according to the received information from the field, a technical device failure is likely. However, to determine an exact root cause an investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet. The serial number initially reported was (B)(6) . However, it was later determined that the correct serial number is (B)(6) .

Event description:
The user reported that the volume of sounds started to decrease on (B)(6) 2020 and a few hours later, he started to hear only noises using the device.

Manufacturer narrative:
Additional information: according to the received information from the field, a technical device failure is likely. However, to determine an exact root cause an investigation of the explanted device would be necessary. Re-implantation was carried out but the device has not been received for investigational purposes yet. The serial number initially reported was (B)(6). However, it was later determined that the correct serial number is (B)(6).

Event description:
The user reported that the volume of sounds started to decrease on (B)(6) 2020 and a few hours later, he started to hear only noises using the device. The user has been reimplanted and is hearing well with the new device.

Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. Other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
The user reported that the volume of sounds started to decrease on (B)(6) 2020 and a few hours later, he started to hear only noises using the device. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that the volume of sounds started to decrease on (B)(6) 2020 and a few hours later, he started to hear only noises using the device.